Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that an abbott diabetes care (adc) device sensor was applied and the needle of the applicator of adc device stuck in the customer's skin. The customer experienced bleeding, pain, and self-removed the applicator needle from the customer's arm for treatment. There was no report of death or permanent impairment associated with this event.